Event description:
It was reported that during a prostate procedure, the fiber tip broke off after 122,263 joules and 23:43 minutes of use. The fiber tip was retrieved by the physician without any issues. The fiber was exchanged and the case was completed with a second fiber at 232,893 joules and 44:15 minutes. No patient or user clinical consequences were reported due to this event.

Event description:
It was reported that during a prostate procedure, the fiber tip broke off after 122,263 joules and 23:43 minutes of use. The fiber tip was retrieved by the physician without any issues. The fiber was exchanged and the case was completed with a second fiber at 232,893 joules and 44:15 minutes. No patient or user clinical consequences were reported due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The distal part of the glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.